Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation an gastrointestinal/pelvic floor. It was reported that the patient initially alleged they thought the lead for their first implanted system hadn't been inserted correctly because when they replaced the system in (B)(6) of 2021, the health care provider (hcp) had a very difficult time getting the lead out. The patient stated the health careprovider (hcp) showed the patient a photo and it was "looped around" so that was why they thought it was initially placed incorrectly. The patient then reported that the initial implant worked fairly well for about two months but in around (B)(6) 2019, the patient had their large dog on a leash and when the dog lurched to chase after some smaller dogs the patient stated it pulled them down to their knees. The patient stated they thought it jarred them and that it was after that event when they noticed the implant no longer helped their symptoms. The patient stated they didn't notice it right away and recalled it wasn't until (B)(6) of 2019 or early (B)(6) 2020 where they noticed their symptom return. The patient stated since it was the pandemic, they had been unable to do anything about the issue. The pat ient stated they then found out their initial implanting physician was no longer at their practice so they switched health care providers (hcp) in this time period and it wasn't until (B)(6) of 2021 where they were finally able to have the system replaced. It was at this replacement surgery where their lead had been difficult to remove.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1wknm, implanted: (B)(6) 2019, explanted: (B)(6) 2021. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 29-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.